Event description:
Open heart procedure for aortic and mitral valve replacement aborted when, upon opening chest, bleed noted far from sternotomy and realized tip of swan ganz seen outside of innominate vein (approx 1600 ebl). When pressure held to bleeding area, cardiothoracic surgeon burned his finger on distal brown portion of catheter. Assistant attempted to apply pressure to this area as well and burned her finger also. Question whether heat of catheter caused thermal injury to vessel.